Manufacturer narrative:
The complaint component has not been returned; therefore, a visual inspection was performed on the picture received. The picture showed that the fiber connector detached from the fiber; therefore, the report allegation was confirmed. Based on the gathered information it is likely that an aiming beam misaligned could have caused the laser energy to heat an incorrect target ultimately leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the most probable cause of cause traced to component failure is selected for the complaint.

Event description:
It was reported that, during a procedure, when connecting the fiber to the console, the fiber broke and detached from the rubber connector that inserts into the laser console. Another fiber was used in order to complete the procedure. There were no patient complications reported. This report corresponds to the fourth of four fibers.

Event description:
It was reported that, during a procedure, when connecting the fiber to the console, the fiber broke and detached from the rubber connector that inserts into the laser console. Another fiber was used in order to complete the procedure. There were no patient complications reported. This report corresponds to the fourth of four fibers.

Manufacturer narrative:
The complaint component has not been returned; therefore, a visual inspection was performed on the picture received. The picture showed that the fiber connector detached from the fiber; therefore, the report allegation was confirmed. Based on the gathered information it is likely that an aiming beam misaligned could have caused the laser energy to heat an incorrect target ultimately leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the most probable cause of cause traced to component failure is selected for the complaint.

Event description:
It was reported that, during a procedure, when connecting the fiber to the console, the fiber broke and detached from the rubber connector that inserts into the laser console. Another fiber was used in order to complete the procedure. There were no patient complications reported. This report corresponds to the fourth of four fibers.